Event description:
It was reported that 74 days after a coronary artery drug eluting stenting treatment procedure, in-stent thrombosis occurred. The lesion was located in the circumflex (cx). During the initial procedure, an unspecified taxus express2 drug eluting stent (des) was implanted in the cx. Seventy four days later, the pt returned to the hosp and was diagnosed with in-stent thrombosis. It was reported that the pt did stop taking plavix, the reason was not specified. Several attempts for follow-up have been made in regards to the initial procedure, re-intervention and pt condition, but have not been rec'd as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.